Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and a high ketone level identified as dangerous by healthcare provider. Bg value not provided. The customer administered a manual injection to address elevated bg level. Reportedly the customer was using insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.